Manufacturer narrative:
Batch review performed on 09 may 2025. Lot 147885d: (B)(4) item manufactured and released on 22-05-2022. Expiration date: 2027-05-02. No anomalies found related to the problem. Clinical evaluation: 2 years and 7 months after primary cemented tkr, the tibia baseplate is found mobilized and a partial substitution is carried out. The images supplied suggest that the original tibial tray may have been slightly undersized and this, in a heavy patient, may have contributed to an early subsidence, but of course many other factors may have also influenced. Aseptic loosening is a possible adverse event following tka and overweight patients are at higher risk, as specified in the device instructions. Visual inspection: revision surgery of a gmk sphere implant after 2 years and 7 months from primary implantation due to aseptic loosening of the tibial baseplate. The explanted tibial baseplate was returned for investigation. Visual inspection revealed the absence of residual cement on the distal surface of the implant. No macroscopic anomalies or manufacturing defects were observed on the tibial baseplate. The lack of cement interdigitation on the implant surface may be attributed to multiple factors, most likely not implant related, including but not limited to: cementing technique, curing temperature, timing of application, or the presence of fluids (e.g. Blood or lavage solution) at the cement-implant interface during fixation. Explanted tibial insert and fixation screw were also returned and subjected to visual inspection. No abnormalities or mechanical damage were noted on either the tibial insert or the screw. Based on the visual inspection, there is no evidence to suggest that the event was caused by a faulty device.

Event description:
Revision for tibial tray fixed cemented loosening at about 2 years and 7 months post primary. Tibial tray revised successfully.

Manufacturer narrative:
During a check, an error was noted inside the emdr form sent. The stem was not revised, as it was found well fixed. Field d-6b should be empty.